Manufacturer narrative:
Philips investigated this complaint. According to the information collected, the issue occurred during a diagnostic procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) went onsite and checked the system, determined that the customer did not experience any boot up issue since there was no malfunction identified regarding boot up issue. The fse confirmed that the system was working with full functionality. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.